Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm lenght aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of a 7 cm infrarenal abdominal aortic aneurysm. The pt's iliac arteries and aortic neck were reported to be severely tortuous. The level of calcification is unknown. The pt has a history of hypertension, tobacco use, carotid artery disease, severe emphysema and left kidney atrophy. The pt was reported to have significant co-morbidities and was in poor health. It was reported that the pt's aneurysm was incidentally discovered on CT during an examination for elevated liver enzymes. A CT angiogram of the abdomen and pelvis performed 2 weeks later showed a 6 mm to 7 mm abdominal aortic aneurysm. The pt was considered to be a significantly high surgical risk and the decision to treat the pt endovascularly was made. It was reported that the delivery system could not be introduced into the right femoral artery so a conduit was made via a retroperitoneal incision. The right hypogastric artery was chronically occluded. An 8 mm balloon was used to dilate the left external iliac artery. The renal artery was unsuccessfully cannulated and urine output dropped to zero, indicating that the right renal artery may have been occluded. A catheter was placed and the physician unsuccessfully attempted to selectively cannulate the artery, at which point the pt began to become unstable. The aneurx stent graft was advanced to position and during deployment the graft slipped out of the aortic neck after 2 cm of the graft had been deployed. The physician withdrew the delivery system and deployed all but the aortic component of the stent graft in the conduit. A second 28 mm x 16 mm diameter x 16.5 cm length bifurcated stent graft was inserted into the pt. The device kinked and was removed from the pt. A third 28 mm diameter x 16 mm diamter x 16.5 cm length bifurcated stent graft was inserted into the pt. Again the device kinked and was removed from the pt. The pt continued to deteriorate, blood pressure began to lower and the pt became bradycardic. An aortgram was negative for aneurysm rupture. Left iliac angiogram showed an extravasation from the junction of the external iliac artery and the common iliac artery. A balloon was used to occlude the site of extravasation. The pt continued to remain unstable and blood products were given. The pt was anuric and severely bradycardic and cariopulmonary resuscitation was performed. The pt was severely hyperkalemic and remained severely bradycardic with periods of cardiac arrest. After 45 minutes of cardiopulmonary resuscitation the pt expired.